Event description:
Post sapien xt deployment, moderate paravalvular leak (pvl) was noted and a second valve was placed. The pvl remained after the second valve, and a vascular plug was placed. Prior to the case, valve sizing was discussed to decide between a 23mm or a 26mm valve. The patient¿s annuluar measurements by CT were "borderline," ranging from 380mm to 430mm. A balloon aortic valvuloplasty (bav) was performed with a 22 x 5 z-med balloon to help further determine valve sizing. Following the bav, due to the heavily calcified, oval-shaped annulus, advanced age, and concerns of annular rupture, it was ultimately decided to proceed with a 23mm valve. The 23mm sapien xt valve was prepped on a novaflex+ delivery system. There were no complications during valve deployment and the valve landed 50:50. Following valve deployment, moderate paravalvular leak (pvl) was noted. The valve was post-dilated with 1.5cc additional volume, with minimal change in pvl. The lvedp remained high, therefore, it was decided to place a second valve. A second 23mm sapien xt valve was prepped with two additional cc¿s of volume (for a total of 19 cc¿s). The second valve was deployed 50:50 within the native valve, with minimal improvement of the pvl. Therefore, the team proceeded to resolve the pvl with a vascular plug, which was successful. It was believed that the pvl was likely due to underestimating of annular size.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications are important considerations when assessing the valve and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the pvl is likely due to valve under sizing, in addition to a heavily calcified, oval-shaped annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
The event of the second valve with paravalvular leak (pvl) is reported under MDR report number (B)(4).